Event description:
Procedure type: low anterior resection. According to the reporter: after firing the device the surgeon opened the instrument and noticed that the anterior rectum was not stapled well. The procedure was completed by hand suturing. Surgery extended more than 30 min, with no patient harm. The patient is in well current condition.

Manufacturer narrative:
Initial report sent: 02/09/2009.